Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient was prepared to have a balloon kyphoplasty procedure at level l3. The patient was draped and prepped, conscience sedated (not general anesthetic). Physician was about to inject a local skin anesthetic and the patient coded. CPR was performed for approximately 30 minutes and the patient was revived. Patient was then taken to the cathlab for treatment but the family chose not to treat. Patient was taken to ICU where she once again coded and passed away. No further information was reported.